Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 5 years post initial procedure, a type 3b endoleak and a type 1b endoleak was identified during a routine follow up. The physician elected to reline the original implanted device with another bifurcated stent graft, an infrarenal stent and a limb stent graft extension. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the following events were confirmed: type ib endoleak of the right common iliac artery, type iiib endoleak of the distal bifurcated stent graft, and additional endovascular procedure. This is consistent with the reported adverse event/incident. Additionally, endologix found reasonable evidence to suggest the device was used off-label. The neck length on the pre CT scan was 8mm and should be greater than or equal to 15mm (off label). This did not appear to contribute to the reported event. The type iiib endoleak was most likely due to the concomitant product use of a non endologix stent in the left common iliac artery (off label). Type ib endoleak is most likely anatomy related due to the angulation in the right common iliac artery. No procedure related harms for this complaint were identified. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: date received by manufacturer - updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.